Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention took place where the system was explanted and replaced to address the issue. Ipg was electively replaced.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(6), serial: (B)(4), batch: a000079960.